Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient, but it did not meet release criteria. The physician attempted to recapture the closure device, but one of the anchors of the device was stuck on the tip of the sheath. The physician separated the was and wds and then was able to recapture the closure device back into the sheath. The physician then used a new wds to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no other complications and there were no patient consequences as a result of this event.